Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog#: igtcfs-65-1-jug-tulip. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Investigation is still in progress.

Event description:
Description of event according to initial reporter: for an unknown procedure, the gunther tulip navalign jugular vena cava filter set was used. "Radiologist stated the filter deployed without him hitting the button. It was determined to get a new filter". Patient outcome: no information.

Manufacturer narrative:
Exemption number e2016032. (B)(4). As this pr is a duplicate it has been closed/cancelled and all future reports for this event will be handled under (B)(4) manufacturer report #3002808486-2018-00204. (B)(4).